Event description:
Reporter alleged obtaining discrepant blood glucose results of 185 mg/dl and 93 mg/dl on the advantage system compared back to back with results of 42 mg/dl and 60 mg/dl on the emt's system when testing was performed within 10 minutes. Reporter indicated that he was unresponsive when the emts were called, he regained consciousness while they were there, and he drank orange juice after the results of 185 mg/dl and 42 mg/dl were obtained. Reporter stated the results of 93 mg/dl and 60 mg/dl were obtained after he drank the orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.